Manufacturer narrative:
The reported event of high lead impedance was not confirmed. A complete lead was returned for analysis in two portions with the connector portion measuring 27.4cm and distal portion measuring 37.7cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection revealed three external insulation abrasions noted at 16.0cm - 16.1cm, 19.1cm ¿ 19.5cm, 25.8cm ¿ 26.5cm from the connector pin breaching the optim sheath only on the connector portion. All three were noted proximal to the superior vena cava shock coil, consistent with friction to the device can and to another device or patient anatomy. The silicone insulation was not damaged at either location.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, out of range, high pacing lead impedance was noted on the right ventricular lead. The right ventricular lead was explanted and replaced. The patient was stable post procedure.